Event description:
The lay user/patient contacted lifescan alleging a battery indicator issue with the meter. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed. Meter powered on with button depression and insertion of strips. Unknown/unspecified display was not observed. No new issues were observed. All results were within the range specification and no errors were observed during control solution testing. This is a final report.

Event description:
Customer reported her freestyle lite meter displayed "set" upon test strip insertion. Customer also reported receiving unspecified high reading. Customer stated because of her meter was not working properly, she experienced symptoms of thirst, respiratory distress and ketoacidosis. Customer refused to answer further question on the surveys during the call because she was not feeling well at the time. It is unknown what reading customer received from her meter and what caused her ketoacidosis. It is also unknown if customer had taken any self-treatment or required any third party medical intervention. Adc customer services attempted to follow up with the customer but they were not able to reach the customer. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the date of maunfacture is unknown. The reported date is the date abbott diabetes care became aware of the event.